Event description:
It was reported that the light source kept saying spare lamp. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. The power supply was determined to be faulty. The power supply did not produce enough power to power on the main lamp, which resulted in the "spare lamp" igniting. The lamp igniter also was clicking several times when the main lamp was attempting to ignite. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.